Event description:
It was reported that during an unknown procedure, the device misfired and did not release the clips. It is not known how the case was completed. There were no patient consequences reported. All known information was reported.

Manufacturer narrative:
(B)(4). Eval: malformed clip, jaws unable to open_open after assisted. The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released and 1 conforming clip was found underneath the advancer tip. This condition prevented the device from proper feeding of the clips. The conforming clip was removed from the device and in an attempt to replicate the reported incident; the device was tested for functionality. Upon firing of the device, the remaining clip was conforming according to our manufacturing specifications. In addition, the device locked out as intended. Please note as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.